Manufacturer narrative:
The reported event of the device was spontaneously released while the catheter was being placed into short tether mode was confirmed. As received, a tri-layer torque shaft catheter was returned in one piece without a device attached. Visual examination of the catheter found the control knob was in the aligned position while the tethers were misaligned. X-ray examination found the release tether slipped from the release screw. Dimensional analysis found aligned offset was measured out of specification. The cause of the reported event was due to slipped tether.

Event description:
It was reported that during implantation of a right ventricle leadless pacemaker (rvlp), the device was fixated in the apical septum and the delivery catheter was then placed into short tether mode. At that time, the rvlp spontaneously released from the catheter. The rvlp's parameters remained within normal limits, and the physician elected to leave the rvlp in its implanted position and complete the procedure. There was no harm to the patient.